Event description:
Mother called to report that customer was hospitalized due to low blood glucose level. Troubleshooting was not performed as customer did not have the pump with her at time of call. Mother believed that pump was functioning properly but she may need to adjust the basal rates.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.